Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient is unable to receive effective therapy and x-rays confirmed that both leads had migrated. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2025 wherein both the leads were repositioned, and therapy was restored